Event description:
Additional information received indicated that the cause of the bowel, bladder issues and fissures with pain, felt these findings are due to incontinence of stool/urine. The information reported that the patient used depends and wipes. It was also noted that patient has not been back when asked if the reported issue was resolved.

Event description:
Additional information received reported that the patient reported symptom improvement at a post-operative visit on (B)(6) 2014. The troubleshooting done to provide insight to the issue was reprogramming done on (B)(6) 2015. The action taken to resolve the event was that the patient had an appointment to review how to change programs and there was no other follow-up. The cause of the event was determined and the issue was resolved at the time of appointment on (B)(6) 2015. The patient would have an appointment on (B)(6) 2015.

Event description:
It was reported that the patient was unable to use the device as when they turned the implantable neurostimulator (ins) on, it felt like a pulse. It was not painful towards the rectum area, not the bladder area. This had been ever since implant and the patient did not contact their health care provider (hcp) about this. The patient was concerned about having an allergic reaction to the device. The device was put in for overactive bladder. The patient had a loss of bladder and bowel control and was still urinating and having bowel symptoms since implant. When the patient coughed, they also had symptoms. The patient had some problems with their bowels before and after implant. The patient had pain in the rectum and anal fissures since 2014. The patient¿s friend or family member thought the fissures started after implant and the patient was referred to a colon hcp. The patient also had irritation in the rectum since 2014. The area around the anus and rectum was getting worse since (B)(6) 2014. The hcp gave the patient some ointment to heal the fissures. It had healed, but the patient still had pain and when they wiped themselves there was blood. The patient went to the emergency room yesterday, but they didn¿t do anything except check for blood in the stools. The patient did not know how to adjust settings on their patient programmer and did not know how to use the stimulator with the programmer. The patient had had the implant off since (B)(6) 2015. The patient would be going to see their colon hcp in 2 days. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l6fk, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).